Event description:
Felt stinging from a burn and noticed a burn on her abdomen. [Thermal burn] , . Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), via an unspecified route of administration from (B)(6) 2018 for menstrual cramp. The patient had medical conditions (not reported). The patient's concomitant medications were not reported. She was a user of thermacare heatwraps (lot number: t81952, expiration date: nov2020), the back kind and had no problems with that product. The patient reported she applied one heatwrap to her abdomen early in the morning of (B)(6) 2018 (approximately 0400 or 0430) and went to sleep. Three hours later she woke up and felt stinging from a burn and noticed a burn on her abdomen. The first heatwrap from the same box was used in (B)(6) 2018 and she did not experience any problem. This was the first time she experienced a burn. She put bacitracin and a band aid on it and then she would be seeing a doctor. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not recovered. The patient discarded the product and product information, including the box. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim (preferred term) felt stinging from a burn and noticed a burn on her abdomen. [Thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual), from (B)(6) 2018 to (B)(6) 2018 at unknown frequency for menstrual cramp. The patient had medical history (not reported). The patient's concomitant medications were not reported. She previously used the thermacare heatwrap (thermacare lower back & hip) (reported as the back heatwraps, lot number: t81952, expiration date: (B)(6) 2020) and had no problems with that product. The patient reported she applied one heatwrap to her abdomen early in the morning of (B)(6) 2018 (approximately (B)(4)) and went to sleep. Three hours later she woke up and felt stinging from a burn and noticed a burn on her abdomen. The first heatwrap from the same box was used in (B)(6) 2018 and she did not experience any problem. This was the first time she experienced a burn. She put bacitracin and a band aid on it and then she would be seeing a doctor. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not recovered. The patient discarded the product and product information, including the box. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2018): this follow-up report is being submitted to amend previously reported information: past device updated from thermacare heatwrap to thermacare lower back & hip and product notes deleted. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample has not been received.

Event description:
Event verbatim [preferred term] felt stinging from a burn and noticed a burn on her abdomen. [Thermal burn], narrative: this is a spontaneous report from a contactable consumer. A 38-year-old female patient started to receive thermacare heatwrap (thermacare menstrual), from (B)(6) 2018 to (B)(6) 2018 at unknown frequency for menstrual cramp. The patient had medical history (not reported). The patient's concomitant medications were not reported. She previously used the thermacare heatwrap (thermacare lower back & hip) (reported as the back heatwraps, lot number: t81952, expiration date: nov2020) and had no problems with that product. The patient reported she applied one heatwrap to her abdomen early in the morning of (B)(6) 2018 (approximately 0400 or 0430) and went to sleep. Three hours later she woke up and felt stinging from a burn and noticed a burn on her abdomen. The first heatwrap from the same box was used in (B)(6) 2018 and she did not experience any problem. This was the first time she experienced a burn. She put bacitracin and a band aid on it and then she would be seeing a doctor. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the event was not recovered. The patient discarded the product and product information, including the box. According to product quality group: this investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample has not been received. Follow up (06jun2018): this follow-up report is being submitted to amend previously reported information: past device updated from thermacare heatwrap to thermacare lower back & hip and product notes deleted. Follow-up (10jun2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.